Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during in situ measurements. A CT and another technical check in 1-2 weeks is considered. Most likely a re-implantation will be necessary.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, in situ measurements showed coupling issues due to undetermined reasons. To determine an exact root cause device investigation would be necessary. Further technical checks are planned and re-implantation might be considered.

Event description:
Affected channels were noticed during in situ measurements.